Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened units. Analysis and results: there is one previous complaint of this code-batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Tested the needle attachment of the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results before releasing the product were 2.33 kgf in average and 1.35 kgf in minimum and fulfilled OEM requirements. Final conclusion: it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread during surgery.